Manufacturer narrative:
An event regarding instability, audible noise and pain as a result of patellar subluxation involving a scorpio femoral component was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: the likely cause of discomfort and ¿click¿ noted on the last office visit of (B)(6) 2018 is a subluxated un-resurfaced patella (natural patella) in the left total knee arthroplasty. There is no evidence this clinical situation is related to the well-fixed and properly situated femoral and tibial components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that the likely cause of discomfort and ¿click¿ noted on the last office visit of (B)(6) 2018 is a subluxated un-resurfaced patella (natural patella) in the left total knee arthroplasty. There is no evidence this clinical situation is related to the well-fixed and properly situated femoral and tibial components. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Study: total knee replacement left side on (B)(6) 2011. On (B)(6) 2018 patient reports instability due to posterior cruciate insufficiency of the left knee. Knee brace to treat the event.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Study: total knee replacement left side on (B)(6) 2011. On (B)(6) 2018 patient reports instability due to posterior cruciate insufficiency of the left knee. Knee brace to treat the event.